Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
It was reported that a patient had to have their system replaced. It was stated that "the battery and the wires went bad". It was stated that "it only worked for 6 months". It was reported that the patient "needs help" and that the problem "needed to be fixed". Additional information has been requested, but was not available at the time of this report.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was that the patient did not like having to recharge the implantable neurostimulator (ins) and let it run down completely several times. As a result the ins then could not be recovered. The ins was then replaced with a non-rechargeable ins model. Hospitalization was not required for the event and the patient outcome was reported as no injury. The patient was noted as doing well post-operatively.